Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported device replacement procedure cannot be established as the product is not available for analysis. Device history record (DHR): DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to explant an unspecified boston scientific penile prosthesis for unspecified reasons. The existing device was replaced with a new ambicor penile prosthesis.

Manufacturer narrative:
Pending investigation closure.

Event description:
It was reported that the patient underwent a surgical procedure to explant an unspecified boston scientitic penile prosthesis for unspecified reasons. The existing device was replaced with a new ambicor penile prosthesis.